Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report two software error detected alarms and the display had gone blank once. Customer also reported that the sensor glucose reading was 40 mg/dl and the blood glucose reading was 300 mg/dl. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.